Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to expose. Review of the system log file showed that a potential flow switch malfunction in the cooling unit. Upon troubleshooting fse found that the flow valve in the cooling unit may have been defective, and the pressure was measured at 6.75, exceeding the standard of 6.5, while the coolant level was at the maximum line. To resolve the issue, fse replaced the cooling unit. The defective component was returned to philips for analysis and found that the pcba was defective due to a supplier defect. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.